Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection of the subject device at olympus (B)(4) (oaz) for maintenance, the camera head communication error e224 was displayed. Oaz also found that there was an abnormality on the exterior of the electrical contacts of the video connector, such as discoloration. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus australia, there was the possibility that this phenomenon was attributed to the breakage of the camera cable or the camera head due to the user handling. If additional information becomes available, this report will be supplemented.